Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device exhibit signs of repeated use (nicked / gouged / worn) and is fractured. All pieces were returned. The lot was manufactured has been in the field for approximately five years and two months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). No devices were received; therefore, the condition of the components is unknown. Photograph provided shows that the impactor pad is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor head broke while putting the femur on. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.